Event description:
The laboratory staff observed smoke being emitted from the back of an advia centaur instrument. The instrument was turned off and unplugged. The laboratory staff was evacuated and the fire department was called. After inspection of the system, the fire department determined that the staff could go back into the laboratory. There were no reports of injury or illnesses due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse determined that the power supply had failed. The fse replaced the power supply and general input output bus for the instrument fluids. The cause of the smoke emitting from the back of the advia centaur instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.